Event description:
It was reported during in clinic follow up that the atrial lead exhibited loss of capture and a failure to sense. Diagnostic imaging via x-ray confirmed the lead had dislodged. The lead was successfully replaced. The patient was stable and asymptomatic.